Manufacturer narrative:
(B)(4).

Event description:
Correction to h6.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor message occurred. The sensor was inserted into the arm on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determine to be a stale stop command which led to an early sensor expiration. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.